Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for a total of four samples from the same patient tested for free triiodothyronine (ft3) and free thyroxine (ft4). It was determined that there were erroneous ft3 results for a two of these samples. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The customer noted that they have had several problems with results when samples were tested with the elecsys thyroid assays. No further data was provided. The first sample was tested on an e601 analyzer, resulting as 9.40 pg/ml for ft3. The sample was repeated on the e601 analyzer on (B)(6) 2015, resulting as 9.30 pg/ml for ft3. The sample was repeated on a vitros analyzer on (B)(6) 2015, resulting as 5.60 pmol/l for ft3. The sample was repeated on an architect analyzer on 10/16/2015, resulting as 2.71 pg/ml for ft3. The second sample initially resulted as 9.30 pg/ml for ft3 when tested on an e601 analyzer on (B)(6) 2015. The sample resulted as 11.20 pg/ml for ft3 when tested on an e602 analyzer on (B)(6) 2015. The patient was not adversely affected. A serial number of (B)(4) was provided for the e601 analyzer. The e602 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample can confirm the ft3 values measured at the customer site. It was determined that there was an interfering factor present in the sample which interferes with streptavidin in the ft3 reagent. This limitation is covered in product labeling.